Event description:
It was reported that premature battery depletion was alleged involving this device. The device was subsequently explanted and will be returned. This product is part of the emblem s-ICD overstress and emblem s-ICD premature depletion update advisory population. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned emblem MRI s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of sensing, efibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that premature battery depletion was alleged involving this device. The device was subsequently explanted and will be returned. This product is part of the emblem s-ICD overstress and emblem s-ICD premature depletion update advisory population. No additional adverse patient effects were reported. Additional information noted that the device was explanted prophylactically and no evidence of a malfunction was alleged.

Event description:
It was reported that premature battery depletion was alleged involving this device. The device was subsequently explanted and will be returned. This product is part of the emblem s-ICD overstress and emblem s-ICD premature depletion update advisory population. No additional adverse patient effects were reported. Additional information noted that the device was explanted prophylactically and no evidence of a malfunction was alleged.